Event description:
It was reported the patient was having infection like symptoms; elevated temperature, lethargy and soreness in their back. It was reported the patient went to see their primary health care provider (hcp) and was admitted to the hospital for an antibiotic IV treatment. It was reported a blood culture was taken, however, the result were unknown at the time or report. It was noted that the patient was diagnosed with an infection on (B)(6) 2014, and to the date of report is still in the hospital. It was reported the location of the infection is at the lead site.

Manufacturer narrative:
.

Event description:
Additional information received reported that no further action was planned and the patient was receiving effective therapy at the time of report. It was noted that the manufacturing representative had no further information.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).